Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a battery issue, even with a charged battery it would shut off while running. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to duplicate the issue. It was determined that the defective main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.